Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 12545934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 150 lbs. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vision blurred ("cloudy vision"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with ketorolac tromethamine (toradol), loratadine (lortab) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, vision blurred and rash had not resolved and the skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, hypersensitivity, menorrhagia, rash, skin disorder, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Lot number: 12545934 manufacture date: 2012-09, expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 12545934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. Concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vision blurred ("cloudy vision"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with ketorolac tromethamine (toradol), loratadine (lortab) and surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, vision blurred and rash had not resolved and the skin disorder and hypersensitivity outcome was unknown. The reporter considered abdominal pain lower, hypersensitivity, menorrhagia, rash, skin disorder, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion - (B)(6) 2013, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received- lot number were added. New events added- lower abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), vaginal infection, rashes or skin conditions type, allergic or hypersensitivity reaction, cloudy vision were added. New reporter, medical history, lab data, patient information and treatment drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('lower abdominal pain') in an adult female patient who had essure (batch no. 12545934) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). In 2017, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced vaginal infection ("vaginal infection"), vision blurred ("cloudy vision"), rash ("rashes or skin conditions type"), skin disorder ("rashes or skin conditions type"), hypersensitivity ("allergic or hypersensitivity reaction") and pelvic pain ("pain"). The patient was treated with ketorolac tromethamine (toradol), loratadine (lortab) and surgery (total hysterectomy uterus and cervix removed). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, menorrhagia, vaginal haemorrhage, vaginal infection, vision blurred and rash had not resolved and the skin disorder, hypersensitivity and pelvic pain outcome was unknown. The reporter considered abdominal pain lower, hypersensitivity, menorrhagia, pelvic pain, rash, skin disorder, vaginal haemorrhage, vaginal infection and vision blurred to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Lot number: 12545934 ,manufacture date: 2012-09, & expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jun-2020: pfs received- new event pain was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.